Event description:
It was reported that when using the bd pyxis¿ es server was in disconnected mode, and no medications could be pulled, which caused impact on patient care. A disconnected mode icon was displayed on the screen. The customer stated that due to this malfunction medication cannot pulled out and caused a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data, section h device manufacture date and manufacturer narrative upon investigation of the actual device used in this incident, a technical support specialist (tss) entered server and confirmed all devices were communicating. Further the customer confirmed that the root cause of the issue was caused by a network disruption at customers site. The system functioned as intended after the customer it ream resolved the issue.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that all pyxis stations were in disconnected mode. A technical support specialist determined that the issue had self resolved on the customer's end and was caused by a network disruption at their site. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode, and no medications could be pulled, which caused impact on patient care. A disconnected mode icon was displayed on the screen. The customer stated that due to this malfunction medication cannot pulled out and caused a delay to patient care. There were no adverse events or injuries reported based on this event.